Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) (exact date unknown). This is 1 of 4 mdrs relating to the same reported event. Reference: MDR 3002806535-2012-00043, 3002806535-2012-00044, 3002806535-2012-00045, and 3002806535-2012-00047.this report filed (B)(4), 2012.

Event description:
It was reported that patient underwent primary hip procedure in (B)(6). Revision procedure performed (B)(6), 2012 due to dislocation. No further complications have been performed.